Event description:
Brooch puncture needle: the needle broke during the introduction into the wall "as per cc form": when the doctor used the needle, the needle broke during insertion into the wall. Translation of the document received on the 25/11/2021 . Below, the translation: for the attention of the quality department we would like to inform you of a quality dispute that has arisen on: bronchial positon needle the needle broke during insertion into the wall reference g34279 lot c1860644 the detective device is at your disposal at the pharmacy. We would like information on this incident and an exchange of the defective device. Please accept, sir, our best regards. Lab evaluation complete on 09-dec-2021: 'distal needle kink.' Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional questions: are images of the device or procedure available? No. If the report involves a kink or bend in the needle, where is this located on the device : distal end. Were any other defects (other than the complaint issue) observed on the device prior to return no. Please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope, no. If the device is a procore needle, is the device damage located at the notch / core trap : yes the notch. If no, please specify where the damage is located: the notch. Was gaining access to the target site difficult, no. Was the device used in a tortuous position no. Was puncture of the target site difficult, no. Please describe the anatomical location of the intended target site :, lungs . If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Please describe the size of the intended target site. If not with the device in question, how was the procedure performed and/or finished? Was the device damaged in packaging prior to removal , no. Was the device damaged on removal from packaging , no. Was force required to remove the device , no. Did the patient require any additional procedures as a result of this event , no. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day , same procedure. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.) N/a. If yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used : pentax echo endo. Was resistance felt while inserting the device through the scope no. Was the scope recently serviced / repaired : no. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Was the syringe used during the procedure, after the stylet was removed : no. Was difficulty experienced while retracting the needle : n/a. Was it possible to fully retract the needle into the sheath before removing the device from the patient : n/a. Was the endoscope in a flexed or twisted position at any time during the procedure : n/a. Was the stylet partially removed when advancing the needle into the target site : no. How many samples were obtained (passes completed) with this needle? Did any section of the device detach inside the patient : no. If yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. PMA/510(k) #: k160229.

Manufacturer narrative:
This report is being submitted as a cancellation report following conclusion of investigation on the 04-jan-2022. File has been re-assessed based on the investigation conclusions. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low. Device evaluation: 1 unit of lot c1860644 of echo-hd-22-ebus-p-c involved in this complaint was returned without its original packaging, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 09th december 2021. In summary the following results were observed in the lab evaluation: sheath extender able to advance and retract without any issues. Needle able to advance and retract with slight resistance. Distal end of needle examine and kink observed. Following the lab evaluation several attempts were made to obtain additional information to confirm that it was the distal needle kink that the user is referring to. However, no information has been received to date. If it is received in the future then the file will be updated accordingly. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1860644 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1860644. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause is difficult to determine but could be attributed to advancement into a hard lesion causing the distal tip of the needle to kink. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. From additional information provided: "17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day , same procedure" complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report is being submitted as a cancellation report following conclusion of investigation on the 04-jan-2022. This file was originally conservatively assessed for distal needle break, the device was returned and evaluated no needle break was noted and a distal needle kink was identified. File has been re-assessed based on the investigation conclusions. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low.